Event description:
The manufacturer received information alleging a ventilator would not show pressure readings. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator would not show pressure readings. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed.